Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and checked all connections. No issues were found. The stm the performed a full functional and calibration check. The iabp was cleared for use and returned to customer for clinical service.

Event description:
It was reported by the customer that the pressure would not zero and the ECG was not displayed on the cs300 intra-aortic balloon pump (iabp). It is unknown if there was a patient involved or if there was any patient harm/injury. However, there was no adverse event reported.